Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. During the second inflation at 6 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.